Event description:
It was reported that: "pt was infected and pt received a poly swap".

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.